Event description:
This report summarizes 2 malfunction events, where it was reported the device experienced seat section collapse. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was functionally/visually inspected in the field. The device was repaired and returned to use. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Manufacturer narrative:
The device pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. Codes have been updated to reflect this.

Event description:
This report summarizes 2 malfunction events, where it was reported the device experienced seat section collapse. There was no patient involvement.